Event description:
It was reported that a screw backed out. The screw back out can be visualized in an x-ray. No further information has been provided on the patient.

Manufacturer narrative:
The reported event was confirmed via review of x-ray imaging. The device was not returned and product information was not provided, therefore further inspection and review could not be performed. According to the IFU (instructions for use), the surgeon must discuss all physical and psychological limitations inherent to the use of the device with the patient. This includes the rehabilitation regimen, physical therapy, and wearing an appropriate orthosis as prescribed by the physician. Particular discussion must be directed to the issues of premature weight-bearing, activity levels, and the necessity for periodic medical follow-up. The surgeon must warn the patient of the surgical risks and made aware of possible adverse effects. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advice the patient that resultant forces can cause failure of the device. Patients who smoke have been shown to have an increased incidence of non-unions. Such patients must be advised of this fact and warned of the potential consequences. Since the device was not returned, definitive root cause could not be determined. Potential root causes include poor surgical candidate or bone quality, excessive post-op activity by patient (not recommended by surgeon), patient does not follow surgeon instructions, patient over-exerts. Device not returned; still in patient.

Event description:
It was reported that a screw backed out. The screw back out can be visualized in an x-ray. No further information has been provided on the patient.